Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. An alternate wall adapter and usb cable were sent to the customer. The customer reverted to manual injections for insulin therapy. There was no reported impact to blood glucose.